Manufacturer narrative:
No complaint was received with the return of the device. A failure event was observed during analysis. As received only the connector portion of the lead was returned in one piece. Visual examination found full breach outer insulation degradations adjacent to the connector boot. All the other damage noted is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.